Event description:
It was reported that pump did not show correct insulin amount. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.